Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the plunger of a preloaded delivery system, model pcb00, did not depress smoothly and the intraocular lens (iol) did not unfold correctly. Additional information was received and it was learned that the lens was inserted in the eye and had to be removed. No patient injury was reported. No further information provided.

Manufacturer narrative:
Device available for evaluation - yes. Returned to manufacturer on: 06/13/2016 device returned to manufacturer - yes. The preloaded insertion system, model pcb00, was returned to the manufacturer for evaluation. The intraocular lens (iol) was also returned out of the preloaded device. Visual inspection at 10x microscope magnification showed that the cartridge tip had a crack on one side. No defects in the plunger/push rod was identified that could impair functionality in the pcb00 device. The lens was observed with one haptic detached. The detached haptic piece was observed stuck at the cartridge tip. The customer's reported complaint could not be verified. Manufacturing records review: manufacturing records were reviewed and the device was manufactured and released according to specification. A search on complaints revealed no additional complaints have been received for this production order number. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported complaint was not verified. All pertinent information available to abbott medical optics has been submitted.